Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer father reported via phone call, the insulin pump wasn't working correctly. The device was exposed to fluids. The customer treated for his lunch and went back into the water with the device one. The device hasn't been responding correctly since then. Customer's blood glucose was running high and three units were administered and they dropped low. Customer's father called back to provide the device serial number and information. Blood glucose of 60 mg/dl was captured. He agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. No moisture damage found on the electronic assembly, motor, battery tube and vibrator assembly however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. The insulin pump was programmed with the correct time and date and monitored for 5 days with a 1 unit per hour basal rate. Several boluses were programmed and delivered during this period. The insulin pump delivered all bolus and basal profiles properly. All bolus and basal history were properly recorded at the daily totals screen. No bolus or basal anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.